Event description:
It was reported that after the insertion of an intra-aortic balloon (iab), the augmentation pressure was displayed lower than actual value and its waveform would not be displayed as intended on the console. Although the inner lumen of the iab catheter was attempted to be flushed manually with saline using syringe, but it failed due to resistance. Therefore another iab catheter was used instead to continue iabp therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The pressure tubing was found attached to the y-fitting. One kink was found on the catheter tubing at approximately 73.41 cm from the iab tip. No other defects were observed. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The evaluation determined kinks in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause any of the reported failures. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #: (B)(4).

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after the insertion of an intra-aortic balloon (iab), the augmentation pressure was displayed lower than actual value and its waveform would not be displayed as intended on the console. Although the inner lumen of the iab catheter was attempted to be flushed manually with saline using syringe, but it failed due to resistance. Therefore another iab catheter was used instead to continue iabp therapy. There was no reported injury to the patient.